Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call indicating that patient had excessive no delivery alarm. The customer's blood glucose was unknown mg/dl. Customer reported the alarm was resolved by a reservoir change. The customer was advised to call when the alarm occurs in order to troubleshoot.